Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. It was communicated that due to hospital policy, no further information regarding the event would be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2024. The cause of death was unknown. There were no device issues at the time of the outcome. The outcome was not considered device or therapy related.

Manufacturer narrative:
E1: reporter name (B)(6). No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.